Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The sjm representative was told the pt had passed away by the physician's office. It was reported the office notes showed the pt had multiple cardiovascular issues, however, an exact cause of death was not known. The sjm representative attempted to gain additional information available. There was no cause of death available online.